Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source and the pump turned on. Subsequently, the customer received a button alarm. Tandem technical support advised the customer to prevent items from pressing on the button. The customer acknowledged that the way the pump was being worn could have led to the alarm. The customer's blood glucose level was 347 mg/dl at the time of both events. The customer administered a manual injection.